Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, inflation and deflation issues were experienced. The lesion being treated was located in the mildly calcified, non-tortuous left main (lm). The lesion was predilated with a 3.0x20 mm balloon. When the physician attempted to inflate the 3.50x16 mm taxus liberte drug eluting stent balloon, 3 inflations were required to open the balloon. The balloon was inflated to 16 atms. The physician also had to wait longer than normal for the stent balloon to deflate. The total balloon inflation time was 15 seconds. While waiting for the balloon to deflate, the patient experienced st-elevation myocardial infarction (stemi). There were no problems with removing the stent balloon from the stent. The procedure was successfully completed with another taxus liberte drug eluting stent. No additional patient complications were reported. Patient status reported as "good." This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.